Event description:
It was reported that the customer was hospitalized due to high blood glucoce of 27.3mmol/l. It was stated that the customer had a bladder infection and stress due to her grandmother passing away. Also it was mentioned that the infusion set tubing was kinked for two days before the event. The high pressure test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.